Event description:
This was reported as a general comment that, during transcatheter aortic valve replacement procedures, it was observed that the proglide feet were stuck open and were not able to go back inside the guide. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G3 on initial report - date received by mfg updated from 3/2/2023 to 3/3/2023.